Manufacturer narrative:
(B)(4).

Event description:
The pt developed an infection due to "one of the leads came through the skin". The entire device system was explanted without difficulty. The infection has cleared up. When the device was implanted, it helped her pain a lot. She hopes to have a new device system implanted this spring.